Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffered subluxating and pain. " patient needs more offset" . Head and liner were pulled and our 15 degrees liner was used along with a tjo 36mm ceramic +7mm head.